Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) console button was not functioning when pressed. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: a2, b4, e1 (event site email), e2, e3, g4, g7, h2, h10.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and confirmed the unit was not responding to buttons being pressed. The stm reported that there were no signs of liquid spilling onto the keypad. The stm removed and replaced pcb keypad controller as required to resolve the issue. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) console button was not functioning when pressed. There was no harm or injury to the patient and no adverse event was reported